Manufacturer narrative:
Several attempts to get more information about the event has been made but without success and is has been judged impossible to get more information. Even though the used product was not available for return, and recalled products samples from same lot has not been possible to analyse it cannot be excluded the event was caused by the product quality problem behind the ongoing recall (z-2645-2020).

Event description:
According to the complaint, after use of the catheter there was a urethral bleeding, and the user went to the hospital. Information of the extent of bleeding, if only minor or more severe , or if patient was hospitalised or only visited a clinic for advice or treatment has not been possible to get information about although several attempts has been made to get information. This incident occurred in (B)(6).